Event description:
On (B)(6) 2013((B)(4)) it was reported that the patient had her pump implanted in (B)(6) 2012 and received a patient therapy manager programmer (ptm) ¿about a month¿ before the initial report and then it was stated she got the ptm ¿over a month¿ before the initial report was made. The patient had been unable to get a bolus from the ptm, and received a 8286 message, which means empty reservoir. The patient noted that she should have enough medication for 6 weeks with every refill and goes in every 4 weeks. Her next refill date was the next week. She noted that she had not been having symptoms of withdrawal, ¿just pain¿ all over her body, but stated she was ¿busier and working because she was remodeling.¿ when asked if the pain had been going on since before she had the pump or if she just noticed it since having trouble with the ptm, she responded ¿no. No, I¿ve had the pain.¿ it was unclear if the pain was pre-existing or new. The patient didn¿t think her pump was alarming but heard beeping coming from her ptm. The patient was going to try to call her clinic for guidance. The medication being delivered by the device system was unknown. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).